Event description:
Event description guidant received information that this external device will be returned to guidant, as requested by heart failure marketing. These devices were manufactured incorrectly and shipped.